Event description:
The customer stated that the insulin pump does not alarming no delivery. The customer's blood glucose reading was 50 mg/dl. Troubleshooting was performed. The prime test passed. However, the high pressure test failed. The customer was advised to revert to the backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.